Event description:
As reported by the user facility: brief inquiry description: hair or eyelash imbedded in tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample with packaging was provided for investigation. Upon evaluation of the unit, the reported issue of an eyelash/ hair embedded in the tubing was not able to be detected. Therefore, the reported concern was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.